Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that prior to a procedure at the user facility the core impaction was overheating. As this event occurred prior to a procedure at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that prior to a procedure at the user facility, the core impaction was overheating. As this event occurred prior to a procedure at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The product was not returned for evaluation. As this product was not returned for evaluation, the failure mode could not be confirmed. Device not returned to manufacturer for investigation.